Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was split.

Event description:
The surgeon implanted an aq2010v silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. The iol injector model msi-tm, lot number unknown. The iol injection cartridge model aq cartridge fp, lot number unknown.